Manufacturer narrative:
An event regarding a deformed hexalobular screwdriver tip from a trident driver was reported. The event was confirmed. Method & results: -device evaluation and results: the device was returned in used condition. The tip of the hexalobular feature is deformed; deformation indicates the damage occurred while tightening a screw, consistent with the event description. -medical records received and evaluation: a review of medical records was not performed as none were provided. No further information was requested as there is no indication the failure was related to patient factors. -device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review found there have been other events for the manufacturing lot. Previous investigations have found the root cause to be related to excessive torque applied to the device by the user. Conclusions: the root cause was determined to be application of excessive force by the user. Product surveillance will continue to monitor for trends.

Event description:
Surgeon went to put in the 53 trial cup and the trial got stripped where it threads into the inserter. Then he went to use the offset torx screwdriver and he broke the screwdriver inserting a screw. He tried to use another screwdriver and he said it the screwdriver looked like it was about to break after he inserted in the final screw.

Event description:
Surgeon went to put in the 53 trial cup and the trial got stripped where it threads into the inserter. Then he went to use the offset torx screwdriver and he broke the screwdriver inserting a screw. He tried to use another screwdriver and he said it the screwdriver looked like it was about to break after he inserted in the final screw.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.